Manufacturer narrative:
This report originally filed as 1119421-2025-01060 from mfg site huntington. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced extensive glistening, consistent with early intraocular lens opacification. There are two medical device reports associated with this file. This report is associated with the left eye. Additional information has been requested.